Event description:
Per the clinic, the device was explanted (date not reported) due to swelling at the implant site. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient experienced device migration approximately two and a half years post-implantation, followed by an infection at both the implant and mastoid sites(specific date not reported). Subsequently, the patient was treated with IV and oral antibiotics (duration and specific date not reported).

Manufacturer narrative:
Per the clinic, the patient underwent a device repositioning surgery under general anesthesia before (B)(6) 2025 (specific date not reported).